Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that during the priming process, the tubing detached just below the drip chamber, resulting in the iron infusion spilling onto the floor.

Manufacturer narrative:
Investigation summary: the three photos taken by the customer do not relate to the separation reported. Due to no sample, photo evidence and lot number, an investigation could not be conducted. The root cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
No additional information.